Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred after the contact had wiped off the pump with water. The customer's blood glucose level was 183 mg/dl. Reportedly, the contact was unable to clear the alarm. Multiple attempts were made by tandem technical support to follow-up with the contact on the reported issue, but no response was received.